Manufacturer narrative:
Investigation determined that the sensor was not cold calibrated.

Event description:
User reported that the safe flow channel was unavailable when the user was in safe flow mode. This constitutes an error that is considered reportable by spectrum medical.